Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. The cause for the failure was isolated to a shorted u409 can trasceiver on the computer/analog board, contamination on inter-pca connectors j1002 and j1003, and shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca. The root cause for the shorted u409 transceiver, and shorted igbts could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.